Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message stating that "the pump cartridge had too much insulin". Reportedly, the cartridge had been filled with 250 units of insulin. The alarm was unable to be verified, and customer declined uploading pump data for tandem technical support to review. Customer's blood glucose level was not impacted.